Event description:
It was reported that the patient experienced high amount of scar tissue formed, knee became stiff, revision performed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.